Manufacturer narrative:
(B)(4).

Event description:
It was reported that a ventilator display was blank and the touch panel was unresponsive. Although requested, information regarding patient involvement was not provided.